Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the reprocessor had a small amount of white crystal-like material found adhering to what looked like the mesh of the drain's circulation opening. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue that a white foreign substance was in the circulation port/drainage port mesh filter was determined to be a resin based foreign materials such as hydrocarbon but otherwise could not be determined. A definitive root cause of the issue could not be determined, as the facility reprocessing was confirmed to have been implemented in accordance with the IFU, however, it was also confirmed that some hydrocarbon-based materials (white) are used in the parts inside the washing machine. Olympus will continue to monitor field performance for this device.